Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was having an issue connecting the meter to the transmitter. Blood glucose value was 410 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined. Nothing will be replaced and returned.